Event description:
Adverse event(s): "no pt injury" (no known impact or consequence to pt). Product problem(s): "system message displayed" (device displays error message). The facility biomedical engineer reported a system message displayed in the middle of the case. The handpiece was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. The facility purchased new handpieces and did not return the handpieces replaced. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).